Event description:
Caller reported a malfunction on the pump, indicated by malfunction code 'malf 12'. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction did not recur afterward. It was advised that the customer could continue to use the pump and to call back if any further malfunction codes appeared.